Event description:
It was initially reported that the patient's device had 2 documented overdischarge events since 2008. The device also had a 375 error code, for antenna failure. The patient was charging every other day, as the device reaches 50% at that point. The patient was using a group with 4 programs with amplitudes above 5 volts. It was noted that the physician planned to add another lead in the near future. It was further reported from the patient's physician that the cause of the event was unknown. Premature depletion was noted as well as the issue of the device not charging fully. The device was replaced on (B)(6) 2012 and a lead was also added. It was noted that reprogramming was done; the painful area could not be captured. The patient was not hospitalized; the patient outcome was not provided. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Lead model 3778-45, serial: (B)(4), implanted: (B)(6) 2008, explanted: na. Recharger: model 37754, serial: (B)(4). Programmer: model 37744, serial: (B)(4). (B)(4).